Manufacturer narrative:
Reference medwatch MFR # 2916596-2018-00523 for the report of stroke. Approximate age of device ¿ 6 months. A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported hemolysis could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted to the hospital due to a sub-therapeutic inr of 1.8 and a lactate dehydrogenase (ldh) level of 493 u/l. The patient's baseline ldh ranged from 270-300 u/l. It was also reported that the patient suffered a stroke in (B)(6) 2018, which was associated with an elevated ldh level. The patient was given bivalirudin and the ldh decreased to 330 u/l. No abnormal symptoms were reported. No further information was provided.